Manufacturer narrative:
Unique device identifier: (B)(4). The reported complaint was confirmed from the evaluation of the returned mayfield base unit. The 6in transitional member and adjustment wrench were missing. The returned unit did not meet all specific functional test. The shock cushion and 1/4in pin are worn and moved forward in handle and is impeding the handle from closing and holding properly. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. The unit is beyond integra's 7 years recommended life cycle (manufactured in 2012).

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An equipment operator reported that the gold handle of an a2101 mayfield ultra base unit was loose. There was no known patient contact or surgery delay.